Event description:
It was reported to philips that the circuit breakers tripped when the power source was switched to the backup power, that impacted booting. The system was not in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.